Event description:
A physician reported a hakim valve was implanted via v-p shunt on (B)(6) 2021 with an unknown setting. Ventricular enlargement was observed and the connector on the proximal catheter side of the valve was suspected to be damaged. The valve was scheduled to be removed and replaced.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve was returned fro evaluation. Device history record (DHR) - product code 82-3842 with lot 4451604, conformed to the specifications when released to stock. Failure analysis - the valve was received in the setting 60 mmh2o. The valve was visually inspected: the proximal connector and ventricular catheter were not returned with the valve. A needle hole in the silicon housing was noted in the underside the valve casing. The valve was hydrated. The silicone housing of the proximal end of the valve was visually inspected: no damage was noted with the molding of the silicon housing. The root cause for the ¿the connector on the proximal catheter side of the valve was suspected to be damaged.¿ as reported by the customer could not be determined as the proximal connector and catheter were not returned for investigation, the possible root cause for this issue could be due to wrong handling by the user. No defects were noted with the silicone housing at the proximal end of the valve. The root cause for the ¿ventricular enlargement was observed¿ reported by the customer was probably due to the disconnection of the proximal catheter and connector.

Event description:
N/a.